Manufacturer narrative:
E1: facility name (B)(6). H3/h6: the device was received for evaluation. Service history review identified the device has been in before for repair related to the customer stated problem, but the investigation did not confirm this problem. Performed functional, visual, delivery and occlusion tests. The customer's problem could not be replicated. The investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. A possible cause could be the customer`s test set up. No further action will be taken.

Event description:
It was reported that the device gives too little flow. There was no patient involvement.